Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for pre-dilation. However, on initial inflation at 24 atmospheres, the pressure did not increase. It was then noted that the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.